Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of a single-point load cell module 1, likely attributed to a failed component, as load cell modules were replaced in (B)(6) 2022. A review of the archive data showed ua07 messages around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters. The load cell was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(6). (B)(6) was reported on (B)(6) 2022. The load cells were replaced to address the (ua) 07 error.

Event description:
As reported, the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.